Event description:
Acct. Reports while drawing blood on a central line with a stopcock, when the cannula entered the injection site, the septum inverted and blood sprayed on the pad under the intravenous line. Sample available. No further info available from acct. Occurred on 07/07/1998.